Event description:
Event description guidant received information that this patient presented to the emergency room feeling dizzy and he was also experiencing some fast atrial beats. This pacemaker is part of the c2 capacitor advisory population as described in the physician notification issued on june 23, 2006. This device's battery status was confirmed to be at beginning of life (bol) and all daily measurements were present. The guidant sales representative confirmed that the device checked out to be functioning appropriately. The decision was made to send the patient home with either a wrist magnet to be used for patient triggered electrograms or a holter monitor.